Event description:
Customer reported unexpected negative reactions when testing a donor unit with anti-fya, lot 607001-1. The unit was sent to a facility typed as fya negative, but was incompatible when tested with patient's sample containing anti-fya.

Manufacturer narrative:
Anti-fya, lot 607001-1, expired before complaint was received. Retention testing had been performed with this lot while product was indate, and product performed as expected.